Manufacturer narrative:
Additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that the patient developed a cyst around the right brain lead implant, which was identified through imaging. Additionally, the patient was recently hospitalized due to new seizures. The physician was unable to confirm whether these seizures were caused by or related to the cyst. The physician will continue monitoring the patient to determine if the cyst increases in size.